Event description:
Incident as reported: abdominal myomectomy - "patient was unable to void post surgery." Patient status: released from hospital.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the report was submitted, then the supplemental report will be submitted to the FDA.